Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) had a pump shutdown. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact information: (B)(4). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the executive processor board. Reloaded software b.17. Running stress test to confirm issue cleared. Stress test ran successfully for four days with no issues or alarms. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The defective components were received for further investigation. The national repair center installed the pcba, exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of code 111, 112, 118 on the display, however the error codes were observed in the fault journal, also, the nrc could not verify the unit shutting down. The pcba, exec processor passed testing. Sending the pcba, exec processor to the supplier per procedure number 0002-07-d008 rev. Aj. The fat dept. Received part number exec. Processor board from the supplier. When testing fct, skipping the one wire test step because the formatting of the serial number and model differs from the current version. All other steps pass successfully. The current fct program cannot detect with error code described with the error related to the watch dog timer. Engineering suspects an issue with one of the following components: u26, u14, u27, u3 and u53. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed

Event description:
N/a.